Event description:
It was reported that during device change-out, externalized conductors were seen under fluoroscopy. All electrical measurements were normal. The lead was explanted.

Manufacturer narrative:
A partial 41cm long, distal portion of the lead was returned. Analysis found external insulation abrasions from 7.4-8.5cm, 15cm and 18.4cm from the tip, consistent with friction to another device.